Manufacturer narrative:
Patient information is not available for reporting. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported, that during mounting the transforaminal posterior atraumatic lumbar (t-pal) spacer, the rear part together with ball fixation of the t-pal spacer applicator inner shaft is broken off. The internal spring of the knob is defective, no fixation or release of the cage possible. No patient harm nor significant delay reported. The procedure was completed successfully with spare devices. This report is for one (1) t-pal spacer applicator inner shaft. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
DHR review was completed. Part number: 03.812.003 , synthes lot number: 9638760 , release to warehouse date: 13. Nov. 2015 , manufacturing site: (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Customer quality conducted an investigation of the returned device. DHR review, no issue. The returned inner shaft was examined and the complaint condition was able to be confirmed as the proximal end is broken off and the distal prongs were found to be slightly wear. The review of the production histories revealed that this instrument was manufactured in november 2015 according to the specifications. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements. Based on the damage incurred it can be assumed that the breakage of the proximal ball was the result of excessive force during the implantation of the implant. Please note, the t-pal applicator instruments are designed and produced to withstand normal forces during a surgery. However, whenever a certain axial force is being achieved the instrument should break rather on the proximal end than on the distal end. This allows the surgeon to dismantle the instrument and remove it safely with no patient contact to any broken parts. As every t-pal case is equipped with two inner shafts, the surgery should in case of a breakage be continued without difficulties. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.